Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734639, serial/lot #: (B)(4). The power cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The ground terminal had been broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the power cable was damaged. There was no patient present when this issue occurred.